Event description:
Pain, burning, bed ridden.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h6. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined; however, it was confirmed a screw for the offset adapter contains nickel. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 148291 - bmt splined knee stm v2 16x40 ¿ 999910; 141355 - rgx 3 peg ser a patella 28mm ¿ 528570; 148301 - bmt splined knee stm v2 11x80 ¿ 739010; 183808 - vngd ssk psc tib brg sm 18x59 ¿ 546740; 185536 - vg 360 oti tib slv sm half b ¿ 602200; cp116184 - cus ti por 59 360 tib tray ¿ 117070; 185212 - bmt 360 7.5mm offset adapter - 947060. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 -02013, 0001825034 - 2019 -02014, 0001825034 - 2019 -02015, 0001825034 - 2019 -02016, 0001825034 - 2019 -02017, 0001825034 - 2019 -02019.

Event description:
It was reported that the patient began experiencing pain, burning, and difficulty ambulating approximately 3 years after knee revision surgery.